Event description:
A distributor reported a malfunction with a pump, referenced by incident number (B)(4), occurring in france on october 1, 2025. Despite the pump being out of warranty and malfunction code 16-0x20e6 reported, there is no information about blood glucose levels, but no adverse impact was mentioned. No customer actions or additional support outcomes were provided, and the device is not scheduled for return.